Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon strings breaking [device breakage] probable manufacturing cause [manufacturing issue] case narrative: relative reported via e-mail that a few of her daughters tampon strings break. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon strings breaking [device breakage]. Case narrative: relative reported via e-mail that a few of her daughters tampon strings break. No injury reported.